Event description:
A caller reported a notification regarding a minimum fill issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. The caller was attempting to load a new cartridge and successfully resolved the issue with guidance from technical support by removing the pump from its case, cleaning the pneumatic tap area, and reloading the cartridge. The customer was able to resume insulin delivery without further issues.